Event description:
It was reported that a pump did not pass a flow rate test. The device was programmed to deliver 25ml at a rate of 125 ml/hr, however, 28 ml was delivered.

Manufacturer narrative:
MFR ref #: (B)(4). The device was not returned to baxter for eval and therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.